Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ltv 1150 internal batteries were no longer charging, and as a result, when a patient was using it, the vent went inop. Furthermore, there was no patient harm associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10 results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.due to a blown fuse, the stated complaint and factory service technician findings were confirmed but not duplicated during the functional inspection after fuse replacement. Bent pin #1 from connector jp13 towards pin #3 indicates that the pins may have made physical contact during installation, resulting in an electrical short that caused the fuse to blow or the circuit to open. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.